Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with as vega components. As a result of having the product implanted that patient experienced knee pain, difficulty walking, and loosening of the implant, which resulted in a revision surgery. The primary surgery occurred on (B)(6) 2013 and the revision surgery occurred on (B)(6)2018. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. Involved components nx049z, nx009z (ps femur cemented f4n lt) -51963203, nx042 (universal patella p2) - , nn260p (peek plug f/ tibia), nx102 (ps pe insert t0/t0+, 14mm). The cement that was used is unidentified. The adverse event / malfunction is filed under reference (B)(4). Associated medwatches: 2916714-2020-00254, 2916714-2020-00256, 2916714-2020-00257, 2916714-2020-00258.

Manufacturer narrative:
Associated medwatches: 2916714-2020-00254, 2916714-2020-00256, 2916714-2020-00257, 2916714-2020-00237. Reference code nx049z. Device name as vega ps tibiaplateau zementiert t0. Batch number 51938559, UDI device identifier: (B)(4). UDI production identifier: (B)(4). Unit of use UDI-di: (B)(4). Manufacturing date 2013-04-30. Ref. Code device name batch nx009z as vega ps femoral comp. Cemented f4n l 51963203 nx042 patella 3-pegs p2 51954906 nn260p plug f/tibial plateau 51974495 nx102 vega ps gliding surface t0/0+ 14mm 51927121. Investigation: no product at hand. Therefore an investigation at the product is not possible. Pictorial documentation: there are no pictures available. 4 batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are 2 similar complaints against the same lot number: 51938559. There are 4 similar complaints against the same lot number: 51963203. (2 as involved components): there are 2 similar complaints against the same lot number: 51954906 (all as involved components). There are 5 similar complaints against the same lot number: 51974495. (All as involved components). There are 2 similar complaints against the same lot number: 51927121. (All as involved components). Explanation and rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action: for this topic (vega loosening) a product safety case (psc) was initiated.

Event description:
No updates.